Event description:
Pt reported, a black line appeared across the infusion device display 3 weeks ago. She was unable to read the letters, and after 2 days, the black line disappeared. The infusion device then came into contact with water when pt showered and displayed an e7 electronic error and provided an acoustic alert. Pt reported, the infusion device display was blank but the infusion device continued to work. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.